Event description:
It was reported that the user changed the pump and experienced three hypoglycemic events within approximately six hours, with a lowest glucose value around 45 mg/dl; no alerts or alarms were reported, and additional information was requested but not yet obtained. Symptoms included hypoglycemia. Outcomes included transient illness or injury without hospitalization. Investigation included review of the reported event and an attempt to contact the user for additional details. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the available information, and no device malfunction or component failure was identified from the report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.